Manufacturer narrative:
(B)(4) - paravalvular leak method: device not returned. Discarded at hospital. Additional manufacturer narrative: the device will not be returned for evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: leak outside the valve, not going through the leaflets, represents regurgitant flow between the sewing ring and the aortic wall. In this case, additional information was provided by the surgeon stating the paravalvular "it was due to the technical error. The intervals between the sutures might have been wider than they were supposed to be."

Event description:
Reportedly, a magna 3000j21 valve was implanted for aortic valve replacement to correct aortic stenosis on (B)(6) 2011. It was explanted in a procedure for double valve replacement on (B)(6) 2011. A smaller size of the same model device was implanted as a replacement [in the aortic position]. Perimount plus 6900pj25 was implanted for mitral valve replacement. Echo report was not provided. It was confirmed that on (B)(6) 2011, double valve replacement was performed due to mitral regurgitation and paravalvular leakage from aortic valve position. Customer commented that the explant [of the aortic device] was not expected but not related to the device. On (B)(6) 2011, sales representative received information that the [aortic] device had been explanted due to a technical error. The customer commented that the intervals between the sutures might have been wider than they were supposed to be.